Event description:
It was reported that this inflatable penile prosthesis (ipp) does not work properly with spontaneous activation and deflation. Magnetic resonance imaging shows proper functioning. The ipp is currently implanted. There were no patient complications reported.

Manufacturer narrative:
Corrected h6 patient codes.

Event description:
It was reported that this inflatable penile prosthesis (ipp) does not work properly with spontaneous activation and deflation that led to discomfort. Magnetic resonance imaging shows proper functioning. The ipp is currently implanted. There were no additional patient complications reported.